Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on and the screen was black. A field service engineer (fse) identified that the medstation was not powering on, with a black screen, no fan movement, and no communication indicator lights. The fse disconnected the main communication bus cable, but the issue persisted, then disconnected the connection between the main unit and the seven-drawer auxiliary unit, after which the station was able to boot. The fse isolated the issue to enhanced half-height cubie drawers 3.1 and 3.2 in the auxiliary unit through systematic elimination and tested the drawer controllers using a voltmeter, determining that the controller for drawer 3.2 had failed. The fse replaced the faulty drawer controller, restoring normal system operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not turn on and unable to turn off back. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.